Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual and functional inspections were performed on the returned device. The reported resistance with the guide wire was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery (lcfa and right common femoral artery (rcfa) was attempted with proglide devices using the pre-close technique via a 8f sheath prior to a endovascular aneurysm repair (evar) interventional procedure. Reportedly, the first device was successfully pre-placed. When attempting to insert the wire through the wire port to place the second device, resistance was noted and two unsuccessful attempts were made with different wires that were .035 in size. By the third attempt with a different wire, the wire was successfully inserted and device was successfully pre-placed. The sutures of both devices were successfully placed in the lcfa. The sheath was upsized to a 12f and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures in the lcfa and rcfa. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.